Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported there was a catheter break on the proximal segment. The event required revision on (B)(6) 2014. There was a partial explant in which the fractured section of the catheter was trimmed and replaced. The system was reprogrammed. A dye study was performed. The product issue was resolved, but the cause was not determined. The event occurred during normal use. It was reported the pump was being used to deliver hydromorphone, clonidine, and bupivacaine. There were no patient symptoms or complications associated with the event and the patient status at the time of the report was ¿alive- no injury.¿